Event description:
It was reported that the insulin pump suspended insulin delivery due to inaccurate sensor glucose readings. The customer stated that the sine curve on the graph while he was sleeping went from 170 mg/dl, dropped down to 46 mg/dl. He noted that he did not receive insulin during his time sleeping. He then observed that the sensor glucose reading stayed below 40 mg/dl for about 5-10 minutes, then rose back up to 186 mg/dl inexplicably. The most recent blood glucose reading was 205 mg/dl, and the customer declined troubleshooting at the time of call. Advised the customer to call the 24 hour help line for any required assistance in the future, since he had attempted to call the wrong location for assistance unsuccessfully. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-50371.